Manufacturer narrative:
The ge service rep performed an over the phone eval. The foot pedal appears to have been depressed during boot up. The customer reports that the system operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the temperature gauge was flashing. No pt injury was reported.